Event description:
A beckman coulter field service engineer (fse) reported obtaining serious injury to his right pinky while performing instrument service repair on the dxc600i clinical chemistry system vacuum pump. The fse's forgot to turn off vacuum pump compressor during service which resulted in the fse's right pinky to become crushed and cut with vacuum pump compressor fan while adjusting tubing on the dxc 600i clinical chemistry analyzer. The fse sought medical attention, and was submitted to the emergency room (ER). The fse was given cephalexin 500 mg, antibiotic. The fse returned to work and did not lose any days of work and was not placed on any work restrictions due to incident.

Manufacturer narrative:
A beckman field service engineer (fse) sustained serious injury to his right finger pinky which was crushed and lacerated with vacuum pump compressor fan. The cause of the injury was due to use error, the fse forgot to turn off the vacuum pump compressor, prior to performing repair of vacuum pump and adjustment of the vacuum compressor tubing. The fse was given cephalexin 500mg, antibiotic medication during emergency room visit. There is no evidence of a system malfunction. Beckman coulter field service engineer (fse) has not reported any further issue or harm as a result of the injury. Beckman coulter internal identifier is (B)(4).